Manufacturer narrative:
Mml ref# (B)(4). B2: other: pocket pain discomfort. Other devices: model: 8145, description: percutaneous stimulation lead, serial number: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced pocket pain /discomfort and dislocation of the left lead. There was no report of patient harm or injury. Initial investigation indicated that the implantable pulse generator (ipg) was mispositioned. The patient underwent a surgical procedure to reposition the ipg. Unrelated to the initial report, the left stimulation lead was also replaced due to suspected dislocation. Unclear if the issue occurred during the surgical procedure of the ipg. Additional information, including imaging, has been requested.

Manufacturer narrative:
Mml ref# (B)(4). B2- other: pocket pain discomfort. Device explanted: model: 8145. Description: percutaneous stimulation lead. Serial number: (B)(6). UDI: (B)(4). The ipg remains implanted and functional. The device history record was reviewed. No non-conformances were found. The lead assembly was returned on 8/7/2023 for analysis. The device passed the functional test. A review of the post-initial implant images revealed that the lead was placed suboptimal. This is due to incorrect alignment of the lead and malposition of the ipg. Updated h6.

Event description:
It was reported that the patient experienced pocket pain /discomfort and dislocation of the left lead. There was no report of patient harm or injury. Initial investigation indicated that the implantable pulse generator (ipg) was mispositioned. The patient underwent a surgical procedure to reposition the ipg. Unrelated to the initial report, the left stimulation lead was also replaced due to suspected dislocation.